Event description:
It was reported that a primary audible alarm was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received by ICU medical on 08-mar-2022 via email attached in complaint object: all problems with this pump were discovered prior to use. No patient involvement was reported. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with the bottom case cracked under the l-bracket, and top case cracked in both front corners. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of primary audible alarm. To further investigate, an occlusion test was performed. Customer problem was not duplicated. Speaker was replaced for preventive as well as the damaged top and bottom cases.